Event description:
The pt reported, the device was removed due to the connections coming apart, the wire came up through the skin. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional info is received. Refer to medwatch report #2182207200704204.

Manufacturer narrative:
.